Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that during calibration in a set up for a cori assisted tka surgery, the real intelligence robotic drill had a communication error and would not unlock. They had the same result with the kpc test. The lights on the console were working and the cori recognizes that the real intelligence robotic drill was plugged in. No sounds when unlock button was pressed for bur insertion. No resistance felt when attempting to load bur. The real intelligence robotic drill and ri robotic drill attachment were unable to be disassembled. Also, the real intelligence cori received an internal error. The procedure was completed, without delay, using s+n back up devices. Patient was not involved the moment the issues were noticed.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The image provided confirms the internal error received. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. The most likely cause of this event is associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.